Event description:
Fell, dislocated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 941-01-36e, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.